Event description:
Product analysis (pa) for explanted generator was completed and reviewed. Proper functionality of the generator in its ability to provide appropriate programmed output currents can be verified and was successfully verified in the pa lab. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. The generator showed no signs of variation in the output signal and demonstrated the expected level of output current. Programmed parameters gave expected generator diagnostics. The generator functioned according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Additional information was received indicating that patient has been experiencing the pain in the left anterior chest when she lays on her right side she has pain and notices migration of the vns stimulator to the right side of the chest has pain above the prior surgical site and she does feel there maybe some traction on the wall vns wiring began after last battery replacement. Her main complaint is the physical anchoring in her chest that feels like it has come undone and produces traction on the wiring. No additional relevant information has been received to date.

Event description:
Additional information was received that patient was replaced prophylactically. Explanted product has not been received to date. No additional relevant information has been received to date.

Event description:
Explanted product was received and is pending product analysis. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she underwent generator repositioning surgery approximately 1.5 years ago, but she does not thing the generator was repositioned correctly, as her generator has migrated again and is now in contact with the left side of her sternum. The patient also reported an increase in seizures. No additional relevant surgical intervention has occurred to date. No additional relevant information has been received to date.